Manufacturer narrative:
The device was received with the pink slide insert not present in the top housing window and the linkage assembly in the deployed position. Inspection of the device found that the catch beam was incorrectly installed. Due to the incorrect installation, the catch beam was unable to hold the slide insert in a deployed position leading to the slide insert and soft cannula retracting back into the pod. The soft cannula retraction resulted in the improper insertion of the soft cannula into the skin. The incorrectly installed catch beam can be confirmed as the cause of the improper insertion and the observed needle mechanism failure. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod for approximately 1 to 4 hours. The patient reported being unsure whether the cannula was properly seated at the infusion site (unspecified) and noted a small amount of bleeding.